Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The involved lead is a non boston scientific product. No evidence of lead noise was observed. According to the field representative, it is planned to reprogram and continue to monitor. No adverse patient effects were reported. At this time, this device system remains in service.